Event description:
A consumer called to report that they had been burned by a heating pad. The consumer stated that this incident occurred when he was laying on top of the heating pad. This incident resulted in blister on his side, and he did not seek medical attention. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.